Event description:
A nurse reported that a corneal incision wound burn occurred during a cataract procedure. The handpiece was inserted under the viscoelastic, and upon application of phacoemulsification (phaco) and vacuum, the lens emulsified but was not aspirating. At that time, the cornea instantly opacified at the main incision, consistent with a corneal burn. Irrigation was noted to have been "okay" prior to insertion. The pack and phaco handpiece were changed, however, fluidics was still not normal. Phaco was noted to be successful and the case was able to be completed following suture placement. Additional information was received indicating that the patient's eye was highly mobile and may have contributed to the event. During the procedure, a flying insect was buzzing around the room, and the procedure was stopped while the insect was removed. During this time, the eye was covered and everything was pulled down and re-scrubbed. It was noted that the surgeon used a routine stop and chop technique. The patient required re-suturing on (B)(6) 2014. The prognosis is "good" per the surgeon's evaluation. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).